Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture confirmed by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed, as a surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported right side implant rupture. Confirmed, by MRI and ultrasound. Device has been explanted and replaced with a non-allergan device.